Event description:
The manufacturer received an allegation that a user was complaining of nasal burning and a chemical burning sensation after using her remediated dreamstation auto bipap device. The user called for emt services and was given a nasal gel spray and antibiotics for inflammation of the nasal tissues. The user stopped her usage of the device and the symptoms subsided. The device has been received by the manufacturer but the investigation is not completed yet. The device is being replaced for the user. A final report will be sent when the investigation is completed.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer previously reported an issue related to bipap device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and patient also alleged complaining of nasal burning and chemical burning sensation. The patient called for emt services and was given a nasal spray and antibiotics for inflammation of the nasal tissues. The medical intervention that the patient received in response to the events is currently unknown. The reported events and its reported severity was reviewed by the manufacture's clinical expert and found that events are related to the device in this case. Based on the available information, the manufacture concludes, no further action is necessary. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device which showed contamination around the air inlet. The manufacturer visually inspected the device internally. They observed the dust contamination and a small amount of white particulates. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes complaint was not confirmed however, presence of contamination in the air path was confirmed. Section h6 health effect - impact., medical device problem code, type of investigation, investigation findings, investigation conclusions were updated in this report. Sections e1 (initial reporter) and h9 were incorrectly reported in the initial report, which was correctly updated in this follow up report.